Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized twice due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 599 mg/dl at the time of the incident. The customer was at 254 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer treated their high with large boluses but their levels did not come down. The customer also completed a set change and it did not make a difference. The pump did not give any alarms. The pump has possible physical damage. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.